Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. All pcbs were re-seated per procedure, power supply voltages verified to specification, nodes erased and re-built and the flash reloaded. Complete diagnostics were run, with negative results. The system was tested and found to be operating as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not boot up. The system was removed from service, pending repair.